Event description:
It was reported that the patient has expired after implant duration of approximately 1.1 months, due to unknown reasons. No further details regarding this event were provided.

Event description:
20 g IV inserted into right lower arm (rla) with good blood return. Upon insertion, blood began to leak out near the pink wings. IV removed and new IV inserted.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had another device implanted. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. Per the operative report, the patient was transported in guarded condition to the intensive care unit. Unfortunately, the cause of death remains unknown. A device history record review is currently in process.